Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that after an intraocular lens (iol) implantation surgery, patient experienced halos around lights at night, three rings,also it was hard for patient to see while driving during nights. Patient's physician stated that it would go away over time but it was not improved. Additional information was requested. There are two medical device reports associated with this complaint. This report is 2 of 2.

Manufacturer narrative:
The product was not returned for analysis. The reporting facility did not provide a lot number or any identification of the product. The root cause for the reported complaint could not be determined, not enough information was provided to complete the investigation. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).